Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the end of the device came off from the handle during the procedure. It was difficult to find, the part of the device that came off. There was no report of patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.